Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, when tying the sutures onto the suture sleeve, the suture sleeve broke and the lead body was damaged. The physician repaired the lead at the suture sleeve site with a piece of sheath and glue. The lead remained implanted.